Event description:
Fracture of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device by depuy metallurgy research finds the fracture was primarily propagated by fatigue. Ductile dimples were found between the fatigue patterns that indicate the final fast fracture of the hip stem was caused by overload. No material defects were observed on the fracture surface, nor were manufacturing deviations or anomalies found from reviewing the device history records for the hip stem. Additional information including patient demographics, activity, and x-rays were requested but not provided to date. The patient was implanted in 1995 and revised on (B)(6) 2012. The implant was in situ for 17 years. It is known the product code was discontinued in (B)(6) 2001. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.